Event description:
New information received indicated that post-paced t-wave oversensing (pptwos) was noted on the device. No programming changes were made at this time. The patient will be monitored.

Event description:
It was reported that the patient presented with unspecified t-wave over-sensing exhibited on the implantable cardioverter defibrillator. Patient condition was stable. Further information was requested but not received.